Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists hemolysis and right heart failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been admitted from (B)(6) 2016 due to right heart failure. The patient was diuresed gently over the weeks and symptoms slowly improved. It was reported that during a ramp echocardiogram on an unspecified date, it was observed that the patient's left ventricle was not decompressing with no change in left ventricle dimension despite increasing lvad speed. The aortic valve did not open with greater or lesser frequency during the speed increases. An issue with the lvad was suspected as the patient's most recent lactate dehydrogenase level was 1000 u/l. It was reported that the patient is not a candidate for pump replacement due to non-compliance. The patient was offered hospice care but the patient stated they would become compliant. The patient subsequently proceeded to miss his first post discharge clinic visit and lab draw. No further information was provided.

Event description:
Additional information: additional information provided indicated that the patient expired on (B)(6) 2016. The cause of expiration was withdrawal of care-pump thrombosis. The device will not be returning for evaluation.